Manufacturer narrative:
The customer was sent a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the magnet in their device lid was loose. In this state the device may not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. In addition, it was reported that the device would not turn on. There was no patient use reported with the event.

Event description:
The customer contacted stryker to report that the magnet in their device lid was loose. In this state the device may not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. In addition, it was reported that the device would not turn on. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported loose lid magnet. The device was received with the lid magnet installed securely in the lid. The root cause of this could not be determined. Stryker verified the reported device being unable to power on. Stryker determined the cause of this was due to a depleted battery caused from normal usage and not a device failure. The returned device was archived by stryker.